Manufacturer narrative:
.

Event description:
Subsequent information was received that indicated the device was reprogrammed for optimization. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the competitor right ventricular (rv) lead was found to be in unipolar configuration as a result of low, out of range pacing impedance measurements. Additionally, noise was oversensed result in pacing inhibition on the rv lead and left ventricular (lv) lead. When the rv lead configuration was programmed to bipolar configuration, no further noise was observed. The physician elected to program the rv lead to unipolar pacing and bipolar sensing configurations. No adverse patient effects were reported.